Manufacturer narrative:
PMA/510k: 09dec2019. Date of report: 11dec2019. The manufacturer¿s field service engineer (fse) confirmed the reported battery did not charge issue and battery was only one year old. The fse replaced the battery to address the reported problem. The unit was checked overall, run in tested, cleaned, functionally tested and no abnormality was confirmed. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. No parts returned to failure investigation; therefore, the root cause of the reported issue could not be determined. If parts are returned, the complaint will be reopened and an investigation will be performed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 27nov2019.

Event description:
The customer reported request for battery. In addition, the battery presented an insufficient charge. Derived from preventive maintenance, when performing operational operation tests it is detected that the backup battery is damaged, the equipment needs the replacement of the battery for proper operation. The battery voltage is checked, which is 0 volts, connector and source card operation are checked, which are functioning optimally, load tests are carried out for 24 hours, voltage tests are carried out again and the result returns to be 0 volts. There was no patient involvement.